Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has been depleted faster than expected. It was discussed overall longevity may be in range of expected, but will investigate further. Technical services stated will forward for engineering analysis and follow up with health care professional. Remains in service. No adverse patient effects were reported.